Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the fenestrated bipolar forceps be returned for failure analysis investigation. Isi, has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, broken cable - the instrument didn¿t close the jaws. At the time of this report, it is unknown if the reported event had any impact on the patient.

Manufacturer narrative:
The 8mm fenestrated bipolar forceps instrument involved in this complaint has been received and tested by failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. Correction: the failure analysis results were submitted earlier on related record. Therefore, h10 was updated to include MFR report number 2955842-2025-23674.

Event description:
Refer to h11 for follow-up information.